Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. The measurements were noted to be stable with no sudden jumps. Rhythmcare advised the physician to check lead integrity following an unrelated procedure undergone by the patient. This lead remains in service. No adverse patient effects were reported.